Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ pre-filled pen was not working properly and the patient was experiencing hypoglycemia. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that, this spontaneous, reported by a consumer who contacted the company via a sales representative to report adverse events and product complaint, concerned a female patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received insulin glargine (rdna origin) injections (basaglar u 80, 100 u/ml) via a pre-filled pen (kwikpen) doage regimen unknown, for the treatment of type-I diabetes mellitus, beginning on an unspecified date. On an unspecified date, while on insulin glargine treatment, she felt that the insulin glargine was not as effective toward end of the month (pc (B)(4)/ lot no unknown) and when she switched to the new pen, she was more likely to experience hypoglycemia. Also, she had skin reactions (nodules) when using bd needles. So shed uses a vial syringe to draw insulin from the pen. The pen solution was cloudy by the end of the pen usage. Corrective treatment, outcome of the events and insulin glargine treatment status were not provided. The husband of the patient was the operator of the kwikpens and his training status was not provided. The kwikpen model duration of use and suspect kwikpens duration of use were unknown. The action taken with the suspect kwikpens was unknown and their return was not expected. The initial reporting consumer related the event of lack of drug effect to insulin glargine drug while the opinion of relatedness between the remaining events and insulin glargine drug was not provided. The initial reporting consumer did not provide an opinion of relatedness between the events and kwikpen.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" pre-filled pen was not working properly, and the patient was experiencing hypoglycemia. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. It was reported that, this spontaneous, reported by a consumer who contacted the company via a sales representative to report adverse events and product complaint, concerned a female patient of an unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received insulin glargine (rdna origin) injections (basaglar u 80, 100 u/ml) via a pre-filled pen (kwikpen) doage regimen. Unknown, for the treatment of type-I diabetes mellitus, beginning on an unspecified date. On an unspecified date, while on insulin. Glargine treatment, she felt that the insulin glargine was not as effective toward end of the month (pc no.: (B)(4)/ lot no unknown). And when she switched to the new pen, she was more likely to experience hypoglycemia. Also, she had skin reactions (nodules) when using bd needles. So shed uses a vial syringe to draw insulin from the pen. The pen solution was cloudy by the end of the pen usage. Corrective treatment, outcome of the events and insulin glargine treatment status were not provided. The husband of the patient was the operator of the kwikpens and his training status was not provided. The kwikpen model duration of use and suspect kwikpens duration of use were unknown. The action taken with the suspect kwikpens was unknown, and their return was not expected. The initial reporting consumer related the event of lack of drug effect to insulin glargine drug while the opinion of relatedness between the remaining events, and insulin glargine drug was not provided. The initial reporting consumer did not provide an opinion of relatedness between the events and kwikpen.